Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue (resulting in a system error 2240) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Correction: the actual issue reported was se 2240 due to a separation; and not ldv alarm as initially reported.

Event description:
The actual issue reported was se 2240 due to a separation; and not ldv alarm as initially reported. A customer had contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and assisted to troubleshoot the alarm. The cg then revealed that the hp's connection came apart causing the se 2240. The hp would finish that night's therapy manually. The tsr advised the cg to notify the on-call pd nurse for further medical instructions. During further follow-up with the cg regarding the transfer set coming apart, it was revealed, in fact, that the catheter tubing had come out of the 'white plastic piece that connects the catheter to the transfer set' (catheter adapter) and not the transfer set as initially reported. The cg added that soon after the separation, the hc machine alarmed with se 2240. As a result of this separation, the hp went to the hospital and received antibiotics. Per cg, hp did not have any injury or harm as a result of this incident. Per cg, hp is doing fine and continuing therapy. The cg stated that there were no issues with the transfer set, cassette or the bags. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm on the homechoice device during initial (I) drain. The technical service representative (tsr) had the caregiver (cg) end therapy and either restart with new supplies or notify the peritoneal dialysis (pd) (rn) nurse. Follow up with the caregiver revealed that the piece between the transfer set and the patient had separated while the patient was in drain. The patient was not connected correctly which caused the low drain volume alarm.